Manufacturer narrative:
(B)(4).

Event description:
Information received stated several weeks after the lead and extension (see mf report 3004209178201007355) were replaced the lead migrated. The lead was replaced with a surgical paddle on (B)(6) 2011. The patient now has good stimulation again.